Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that when a cassette is hooked to the pump, the pump alarms that the cassette is not properly attached, and not able to use. The patient was not affected. There was no patient injury.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10:no product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the complaint will be reopened for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). This issue is being monitored via an internal ncr and scar with trend analysis for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record review was not performed. Service history review identified this device has not been in for service previously.